Manufacturer narrative:
Concomitant medical product: g151 device, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that periodic spikes in pacing impedance measurements were observed on the right ventricular (rv) lead, along with the same variances noted on the right atrial (ra) lead. It was noted the leads were connected to a competitor cardiac resynchronization therapy defibrillator (crt-d) and the impedance values would spike and then level down to normal ranges. In addition, noise was noted on the leads. The competitor device was explanted and replaced with a non-competitor device and there were no reproducible impedance spikes observed. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.